Event description:
It was reported that 18 days after device implant, the patient was in her home, had sudden changes in her health, and was taken via ambulance to the ER. She was in cardiac arrest, CPR was performed, but the patient's "heartbeat did not return." A malfunction of the device system related to the death is reported as "doubted", however it is also reported that "nobody can specify a cause why her heart stopped." The cause of death has been requested and not received.

Event description:
It was reported the patient that 18 days after device implant, the patient was in her home, had sudden changes in her health, and was taken via ambulance to the ER. She was in cardiac arrest, CPR was performed, but the patient's "heartbeat did not return." A malfunction of the device system to the death is reported as "doubted", however it is also reported that "nobody can specify a cause why her heart stopped." Follow up revealed the patient was not pacemaker dependent. The cause of death was reported to be heart failure of "amyloidosis origin."

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary (B) (4) no anomalies found. Proximal segment returned and analyzed.